Event description:
Additional information was received indicating that the cadd cassette reservoirs - flow stop stopped during the treatment administration of 5-fluorouracil. The patient did not receive the entire chemotherapy treatment with the cassette. Even after trying the cassette with different pump, the cassette still would not work. They had to remake another cassette for the rest of the treatment to be administered. There were no adverse events reported.